Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no patient harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. In addition, during the evaluation of the device at the manufacturer's service center, the active exhalation control module was replaced due to a test failure. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.